Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that in the bd vacutainer® sst¿ ii advance plus blood collection tubes the gel didn't make a barrier between the serum and the plasma --> poor barrier separation.

Manufacturer narrative:
Manufacturer site changed to (B)(4).